Event description:
Procedure: sigmoidectomy. According to the reporter: at the third firing on the vessel was done, the handle would not be returned back and it locked on tissue.

Manufacturer narrative:
(B)(4).